Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump alarmed for call service 052, a processor communication related issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2015 with the following findings: a review of the black box data showed a call service (052) alarm. During testing, the pump was able to successfully complete an ez prime sequence with no alarms. The pump was exercised for 24 hours with no issues. The pump cover was removed and no intermittent connection or moisture was found in the pump. The complaint was not duplicated during testing. Unrelated to the complaint, the audio bolus button cover was punctured. The button was intermittently unresponsive during testing. The cover was removed and moisture corrosion was found on the button slug and contact.